Manufacturer narrative:
Physio-control replaced the device's battery pin's which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issues. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not register that a battery was installed in well #1.  Physio observed that there was wear/damage to the device's battery pins, which can cause unexpected power loss.  Physio also observed that the device would not charge (in order to shock) when prompted.   There was no patient use associated with the reported event.